Event description:
Customer reported a device that did not deploy and other devices that did not leave the infusion tube behind. Technique information for customer and devices prior to lubrication product enhancement.